Manufacturer narrative:
Correction: a3.

Event description:
On (B)(6) 2021 this male peritoneal dialysis (pd) patient contacted fresenius customer service. The patient stated they were utilizing manual exchanges for the next couple of weeks instead of the liberty select cycler due to them having a perifial cavity. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient experienced genital swelling (date not provided) which was initially thought to be caused by a hernia. The patient¿s physician ruled out hernia. The patient was placed on back up in-center hemodialysis for a few days but has since returned to pd therapy utilizing the liberty select cycler with low volumes. The cause of the swelling has not been determined. There was no fluid overload event with the cycler, or any other cycler issue experienced by the patient.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021 this male peritoneal dialysis (pd) patient contacted fresenius customer service. The patient stated they were utilizing manual exchanges for the next couple of weeks instead of the liberty select cycler due to them having a perifial cavity. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient experienced genital swelling (date not provided) which was initially thought to be caused by a hernia. The patient¿s physician ruled out hernia. The patient was placed on back up in-center hemodialysis for a few days but has since returned to pd therapy utilizing the liberty select cycler with low volumes. The cause of the swelling has not been determined. There was no fluid overload event with the cycler, or any other cycler issue experienced by the patient.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
On (B)(6) 2021 this male peritoneal dialysis (pd) patient contacted fresenius customer service. The patient stated they were utilizing manual exchanges for the next couple of weeks instead of the liberty select cycler due to them having a peripheral cavity. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient experienced genital swelling (date not provided) which was initially thought to be caused by a hernia. The patient¿s physician ruled out hernia. The patient was placed on back up in-center hemodialysis for a few days but has since returned to pd therapy utilizing the liberty select cycler with low volumes. The cause of the swelling has not been determined. There was no fluid overload event with the cycler, or any other cycler issue experienced by the patient.